Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during a routine check up there was an impedance error alert. The lead was switched to unipolar and the patient was referred to the university hospital. Images showed part of the conductor had broken at the subclavian. The lead and device were explanted.